Manufacturer narrative:
Corrected information: d4. Primary UDI #: (B)(4). D9. Yes. Returned to manufacturer 04/15/2024. H3. Yes h4. 11/17/2022. H6. Type of investgation: 10, 3331. Investigation findings: 3252. Investigation conclusion: 61. Additional information: d4. Lot #: em49771. Visual inspection confirms the distal tip of the driver has sheared off. This is likely due to the applied torsional force being greater than the yield strength of the tip. Review of device history records showed there were no manufacturing or processing related irregularities. Warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.

Manufacturer narrative:
The device has not returned for evaluation. No photographs were provided; therefore, the complaint cannot be confirmed. The identifying lot number was not provided; therefore, a review of device history records cannot be performed. Based on the information provided, the root cause could not be determined. If additional information and/or the device returns a supplemental report will be submitted.

Event description:
It was reported that the driver is broken. There is no report of any pieces of the driver being left in the patient. There is no report of any patient signs or symptoms as a result of the event.